Event description:
During a follow-up, the ventricular lead impedance was >3000 ohms and the rv & svc coil continuity tests were open. A recommendation was requested from the manufacturer. The manufacturer recommended x-rays and a re-intervention to check proper operation. On (B) (6) 2010, a re-intervention was performed, the v. Lead (biotronik) was checked and the impedance was still high and the continuity tests were open. It was decided to explant this ICD and the v. Lead due to heart failure issues which is scheduled for (B) (6) 2010 and will be replaced with a bi-v system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 70 mg/dl, 110 mg/dl and 87 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.